Event description:
The catheter was inserted to obtain a urine specimen. Upon removal, it was determined the tip had broken off in the patient. He later passed it on his own.

Manufacturer narrative:
The catheter was used to obtain a urine specimen in the emergency room setting. It was reported the catheter was inserted without difficulty. When the catheter was removed, the tip was noted to be missing. Because there were no adverse symptoms related to the incident, the patient was allowed to go home and was going to see a urologist the next day. Prior to being seen by the physician, the patient passed the tip on his own. The physician assessed the patient and inspected the catheter. It was determined that no medical intervention was indicated. This product was manufactured in 2002. The catheter was inspected and the break was clean and approximated well. The tip measured 1.5 inches long. It was rigid and slightly discolored compared to the other part of the catheter. There were no signs of sediment on the exterior of the catheter or in the lumen. As a corrective action, labeling is being updated to include a caution statement indicating that the product should be stored away from direct exposure to light at room temperature, preferably in original container. It will also indicate that the product should be examined for any evidence of material deterioration or imperfections.